Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that this device triggered this indicator due to a single low loaded battery voltage measurement below the threshold. Replacement of the device was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on 01 january 2000 and that remote monitoring was disabled. Technical services discussed that this device triggered this indicator due to a single low loaded battery voltage measurement below the threshold. Replacement of the device was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.